Manufacturer narrative:
Device manufacture date: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the attachment device was heating up. The event was not reported to have occurred during surgery. It was unknown if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of patient or user injuries. It was not reported if there was medical intervention or prolonged hospitalization. The date of the event was unknown; however, the reporter claimed that the event occurred during the month of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.